Manufacturer narrative:
Lot number: 2572634. This event was previously reported via asr on 22aug2017 (exemption number e2014015). This report is intended to be a follow-up report to submit additional information that has been received. Any further information warranting a follow-up report will be submitted under this new manufacturer report number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced incontinence, infection, erosion, pain, bleeding, and dyspareunia. Additional information received further reported that in (B)(6) 2011 the patient had experienced urinary tract infection (uti) and hematuria. In (B)(6) 2012 the patient presented with vaginal problems: vaginal pain for one month when walking or moving, burning upon urination for two weeks, and reported that intercourse with her husband felt different. The patient was treated for uti. In (B)(6) 2012 the patient experienced continued burning with urination, increased frequency and urgency, and dyspareunia. Physical exam showed mesh erosion in the anterior vaginal wall and cystitis. The patient would start on keflex. In (B)(6) 2012 the patient had recurrent symptoms of uti, with continued dyspareunia and vaginal bleeding. On exam, the mesh was palpable and seen at ureterovaginal fistula (uvf) on the left-side wall. This was tender on palpation. The patient would start vaginal estrogen cream and macrobid. In (B)(6) 2012, uti continued; culture was positive for extended spectrum beta lactamase e.coli. Transvaginal removal of the extruded mesh took place, open transvesical removal of the eroded mesh from the bladder. In (B)(6) 2013, the patient complained of incontinence and would start trospium. In (B)(6) 2013, urodynamics showed good bladder compliance, no overactivity, but stress urinary incontinence (sui) was demonstrated. In (B)(6) 2013, uti occurred with dysuria. Cipro was started. In (B)(6) 2013, sui continued. In (B)(6) 2013, the patient experienced nocturia and urgency with some leak. In (B)(6) 2013 the patient experienced a positive urine culture. The patient continued to experience recurrent utis between june 2014 and october 2018, and was treated with keflex and bactrim/septra ds. Foul smelling urine with burning and increased frequency also recurred. In (B)(6) 2016 the patient underwent cystoscopy which was remarkable for a stone/calcification to bladder mucosa near the bladder outlet. This was a possible cause for recurrent utis. Suture or mesh attached to the bladder stone that was adherent to bladder mucosa, close to the bladder neck on the right side. In (B)(6) 2018, erosion into the urethra was noted. The device was explanted.